Event description:
The customer reported via phone call that they had low blood glucose. Customer stated their blood glucose was 47 mg/dl. The customer stated their sensor glucose was not provided at the time of the call. It was also found the customer's current blood glucose was 87 mg/dl. The customer reported a weak signal alarm with their sensor. The customer also declined to troubleshoot for their low blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).